Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted the component showed evidence of subluxation of the joint, taper fretting, and scratching of the bearing surfaces.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(4) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to armd. The cup and modular head were removed and replaced.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034 -2015-01420 & 01421).